Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported force sensor test error in the event history log (ehl). The error was also observed during power up. The error was produced because the force sensor was out of calibration from normal wear (the pump was over four years old). A calibration drift had occurred. Outside of normal wear, no other fault was found. Preventative maintenance was performed on the pump to correct the issue.

Event description:
It was reported that the medfusion exhibited a force sensor test failure. No patient injury or complications were reported in relation to this event.